Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-03504 and 1225714-2014-03505.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date and subsequently expired after the use of the product.